Event description:
It was reported that, during a thoracoscopic pneumonectomy, there was a tissue fixation due to the thermal damage on where the pleura and the pulmonary artery touches. Then the bleeding occurred from where the forceps touched. To hemostasis, the operation converted opening the chest from 3cm to 15cm. The amount of bleeding is unknown, but it is not so much. No blood transfusion was performed. Astriction was performed and hemostatic was used to stop the bleeding. The surgeon commented that the direct reason of bleeding from the a6 was the forceps, but he is wondering that why the thermal damage was spread to the front and side. Also, he is wondering that if there is a possibility that the electric coupling occurred through the forceps (scanlan). The device was used on the blood vessels. The patient fully recovered. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: ¿a tissue fixation due to the thermal damage¿ on the a6, is about adhesion of vaginae vasorum and a membrane. The tissue turned white and adhered. After the operation, the surgeon and few doctors and the sales rep watched the operation video. The device was activated near the forceps. The forceps were so close that if its usual error may have occurred, but it did not. The tissue where the forceps were clamping turned white like it was spread from the forceps. How long after the use of the device was the bleeding from the pulmonary artery identified? => about 1.5 hours after using the device. When the surgeon converted to open, did they confirm the thermal damage to the pulmonary artery? =>there was a tissue fixation due to the thermal damage before the bleeding occurred. The operation converted opening the chest from 3cm to 15cm to stop the bleeding. No further information will be available. Was it confirmed in the video that the enseal and the forceps made contact? => yes. Can details be provided on the astriction that was performed and the hemostatic used to treat the bleeding? =>the surgeon converted to open surgery and the compression and use the hemostat follow usual hemostasis step. There was no need map. We could not obtain additional information from the surgeon. What is the patient's current status? => the patient is stable." This is an analysis for a video submitted to ethicon endo surgery for evaluation. On the video, there are three instruments in the surgical field visualized. Enseal x1 tissue sealer curved jaw device is in the middle, one tissue forceps is at left side with close proximity to enseal device and another forceps is seen at right side away from the enseal. With video progressing, the enseal device was seen to clam on pulmonary tissue, likely fissure tissue. When energy was delivered to the tissue, there was a spread tissue whitening in the left anterior and front of enseal device, indicative of thermal damage. Because of their proximity, there was a possibility that the tip of left side forceps touched the jaw tip of the enseal device. When the enseal device lifted from the sealing, there was no obvious hemostasis problem noted through the end of the video. No conclusion could be reached as to how this issue occurred through video analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.